Manufacturer narrative:
(B)(4) final report. The initial reporter to corin confirmed that the device associated with this event was not a corin device. Thus corin closes its investigation.

Event description:
Previously reported as "cormet revision after approximately 7 years. The reason for revision is unknown." The initial reporter has since reported to corin that the device was not a corin product.

Manufacturer narrative:
(B)(4) initial report. Additional information, including device details and the reason for revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 5 years. The reason for revision is unknown.